Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a review of the pump black box showed no evidence that loss of cartridge detection had occurred. During investigation, the pump successfully performed the rewind, load, and prime steps without any alarms. A force sensor calibration test was performed and the force sensor was observed to be out of calibration. The internal force sensor resistance was taken and was found to be out of specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load cartridge phase. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.